Event description:
Patient reported obtaining back-to-back blood glucose results of 35 mg/dl and 79 mg/dl, while using the suspect device. Patient indicated that, based on these values, he self-treated by eating. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.